Event description:
Case Description: This spontaneous report was received from a US healthcare professional and concerns a patient. The patient was injected with Radiesse(+) on an unknown date into the temple (Off label use of device). The lot number for Radiesse(+) was reported as unknown.On an unknown date, after the Radiesse(+) injection, the patient experienced a vascular occlusion (VO). The outcome of the event was considered unknown.

Manufacturer narrative:
Assessment/Investigation by Merz:As the lot number was not available, a batch record review and lot search on the reported lot could not be performed. However, routine trending for Radiesse(+) did not identify any trends related to the reported issue (Q4-2025 Radiesse product family Trending Report (b)(4), 11-May-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue.This case was assessed as serious per the following rationale:This case is considered to be serious, as the event Vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. Corrective treatment was not provided and outcome was not reported, therefore considered unknown at the time of this report. Due to limited reporting of the injection date and onset date of the event as well as the localization of the event, temporal and local relationship can only be assumed. The event Vascular occlusion is expected based on the currently valid US Instructions for Use (IFU) of Radiesse(+) and can occur after treatment with Radiesse(+). Off label use of device is coded for formal reasons only. An injection into the temple is not an approved indication for Radiesse(+) based on the US Instructions for Use (IFU). According to the IFU introduction of Radiesse(+) into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. The injection should be stopped if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Prompt intervention by an appropriate medical specialist should be given should these signs or symptoms of intravascular injection occur. In this case, the information is quite sparse, and information on e.g. an intravascular injection are pending. Based on the information provided, causality is assessed as possibly related to the treatment with Radiesse(+), however there is no indication that a product-related issue contributed to the event.This case is considered to be serious and reportable to the FDA, as the event Vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.